Manufacturer narrative:
Insulin pump was received with critical pump error or open book image alarm during testing due to moisture damage on electronic assembly. Pump received with cracked battery tube thread and cracked case battery tube noted.

Event description:
The customer's family reported via phone call that the insulin pump had crack on the battery cap. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.